Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming slit lamp fiber was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The nonconforming slit lamp fiber was received and a visual assessment of the returned sample showed no obvious visual nonconformity. The returned part was installed in a calibrated company laser and tested. The laser power measurement was not within the specified product limit. The reported event was replicated. The root cause of the reported event can be attributed to a nonconforming slit lamp fiber. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing low laser power during surgery. The power was increased to complete the case. There was no patient harm.